Manufacturer narrative:
The troponin t reagent lot number was 795168. The expiration date was not provided. The field service engineer checked the gear pump pressure to ensure sufficient inner reagent probe wash. He found that the gear pump head replacement was overdue. The root cause was due to a maintenance issue where the gear pump head was overdue for replacement.

Event description:
We received an allegation about disproportional results not matching the patient's clinical history for 1 patient when tested for elecsys troponin t assay on a cobas e801 module. Initial result: 11 ng/l. The physician questioned the initial result as it did not match the patient's clinical history. The sample was then repeated. Repeat result: 413 ng/l. The repeat result matched the patient's history result of 440 ng/l.